Event description:
During hysterectomy and laser excision of endometriosis, laser fiber stopped working when switched to robotic use. New fiber was obtained and surgery completed without incident. FDA safety report ID# (B)(4).